Manufacturer narrative:
Continuation of d10: product ID 8880t2, serial# unknown, product type accessory. G2 country: russian federation this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after installing the new v2.0 application that the user was not able to connect with the communicator and was required to update the communicator manager to version 1.01.239. The new version of the communicator manager was not uploaded to the hub. It was requested that the software group deploy the new communicator manager app to the hub. After updating to the new version, everything returned to normal function. The issue was noted as being resolved. No patient was involved or affected.